Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the pump¿s history showed loss of prime warnings associated with low, non zero force. During testing, the pump was able to pass the ez prime steps and be exercised successfully. The force sensor was found to be in calibration. The pump¿s cover was opened and no contamination or damage was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed a cracked battery compartment.